Manufacturer narrative:
Device evaluation: one portex tube was received for investigation. The returned sample was received in used conditions without its original packaging. Immediate visual inspection detected no discrepancies. Upon testing, a syringe was used to inflate the cuff and the inflation line of the sample and the device was submerged under water in order to verify for leaks. No discrepancies were found while testing, the sample was inflated per more to 24 hours and no issues or leaks were found. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. The inflation test was audited using thirty two (32) units, in order to verify that the inflation test was properly performed and no deflated cuffs were detected during the thirty two (32) units tested. Based on the investigation, the complaint allegation was not confirmed. No fault was found with the returned sample.

Event description:
Information was received that a customer found an air leak from a smiths medical tracheostomy. It was then replaced.